Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and replaced the eic valves and the mc syringe pump drive assembly to resolve the issue. The fse performed calibration, precision, quality control, and patient samples, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of low and high patient results for sodium (na) on their dxc 600 pro clinical chemistry analyzer. Twelve (12) low patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for twelve (12) patients.